Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported tip of the product was found to be bent during a cataract vitrectomy combination procedure. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Corrected and additional information provided in b.5. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Upon visual inspection, the tip of the infusion cannula had been either snapped or sheered partially, the tip was still attached. The infusion cannula tip is manufactured by a supplier manufacturer and is assembled by us, the manufacturer to the silicone tubing. We could not determine conclusively where and when the damage occurred. The root cause of the customer's complaint could not be conclusively determined when or where the damage occurred. A notification was sent to the supplier for awareness of this complaint issue. Production was also made aware of this issue and this customer experience was shared with the production personnel. After investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
As a result of an internal review of the file, it was determined that the information provided for this event does not represent a reportable device malfunction. The initial report was submitted in error since the actual issue of bent tip was associated with an infusion cannula and not with the phacoemulsification tip. No further supplemental reports will be available.